Event description:
It was reported that a sound was noticed during use, and the fiber was found to be burnt. The debris shield was also observed to be damaged. Due to this, the procedure could not be completed and was discontinued. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This complaint refers to the fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The labeling review found that the product IFU states inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of surgical procedure delayed and absence of treatment defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a sound was noticed during use, and the fiber was found to be burnt. The debris shield was also observed to be damaged. Due to this, the procedure could not be completed and was discontinued. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This complaint refers to the fiber.